Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced a "vent inop" error. The customer confirmed that the turbine differential pressure and exhalation pressure calibrations failed. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was confirmed through the events log and duplicated during functional check. Pt801 and pt800 have failed.